Event description:
It was reported by the dr that a pt was burned on the forehead during a procedure while using the suspect nim2. A source of external power, a bovey electrocautery device, was used in conjunction with the nim2. The pt rec'd a burn approx 1cm in diameter where the nim2 probe contacted the forehead.